Manufacturer narrative:
Account information will remain unknown, due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6/7f mynx control vascular closure device (vcd) was on the outside of the delivery sheath. There was no reported patient injury. The device was used after an endovascular procedure. Additional information was requested but not provided. The device was not returned as expected.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6.as reported, the sealant of a 6/7f mynx control vascular closure device (vcd) was on the outside of the delivery sheath. There was no reported patient injury. The device was used after an endovascular procedure. Additional information was requested but not provided. The product was not returned for analysis. Three (3) pictures related to the reported failure were provided by the customer in event (B)(4). The images show a mynx control device inside a plastic bag, along with its label displaying information such as expiration date, lot number, and catalog reference. In all three pictures, buttons 1 and 2 appear not to be depressed, it is unknown if the stopcock is open or closed. A mynx syringe was also noted and appears to be attached to the stopcock. The exact position of the sealant is not clear, as the device was observed inside the plastic bag, which makes image interpretation difficult. No other anomalies or product-related issues were observed in the attached pictures. A review of the manufacturing documentation associated with lot f2425002 presented no issues during the manufacturing process that can be related to the reported event.based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis and based on the limited images provided, the reported customer complaint ¿sealant inaccurate placement complete¿ could not be evaluated. Without the return of the device the exact cause of the reported event could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. According to the instructions for use (IFU), the user is instructed to grasp the device handle and align the device with the tissue tract. The user should then pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension, the user is told to press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay down the device for 2 minutes then retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and lightly grasp the device at the skin with the thumb and forefinger to realign with the tissue tract. Open the stopcock to deflate the balloon, pick up the device handle, realign with the tissue tract, and depress button #2. Remove the device from the patient. If the device is removed before completing balloon deflation, or if proper position of the device was not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h1, h2, h3 and h6 a review of the manufacturing documentation associated with lot f2425002 presented no issues during the manufacturing process that can be related to the reported event. The final picture analysis been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6/7f mynx control vascular closure device (vcd) was on the outside of the delivery sheath. There was no reported patient injury. The device was used after an endovascular procedure. Additional information was requested but not provided. The device was not returned as expected.